Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The return of the device has been requested from the user facility. However, the device has not been received by bausch and lomb to date. Therefore, a product evaluation could not be performed.

Event description:
It was reported that the li61se lens was received damaged, haptic was broken upon opening the lens box. Additional information has been requested.